Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ruptured. Concomitant products: mentor memorygel 350cc silicone breast implants, cat/sn 3503501bc, (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with mentor memorygel 350cc silicone breast implants which the left side ruptured after implantation. The issue was confirmed by the physician. As a result patient underwent unilateral removal and replacement with cat#:3503501bc, sn#: (B)(4) on (B)(6) 2020.

Manufacturer narrative:
Device evaluation summary: during visual evaluation, the device was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received indicated that there was bilateral asymmetry issue. And bilateral tracking elevation of imcs was performed. This report is for the left side. Manufacturer¿s reference number (B)(4).